Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was performing a left heart catheterization via the right femoral artery. When the technician was closing with a 6fr angio-seal device and the collagen did not advance out of sheath. The technician had to close with manual pressure. When she examined the angio-seal the collagen and footplate were still in the sheath. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 26jun2020. A 6fr procedural sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. The arteriotomy locator was returned as well. No other accessory components were returned. Visual inspection revealed that the returned carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The distal tip of the sheath was inspected under a microscope and the presence of the anchor was confirmed inside the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually tried to be moved into the forward lock position, but upon manual action, did not move. Then, the carrier tube was unmated from the sheath hub and attempted to be re-inserted it, but again it was unable to move, and extreme resistance was experienced during this action. Some force was applied to separate the components and again extreme resistance was noted while removing the carrier tube. To check the cause of resistance, the sheath and carrier tube were severed longitudinally with a blade and dried blood like substances were observed on the length of the carrier tube and inner cannula of the hemosheath which caused the difficulties encountered during the functional test. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.